Event description:
(B)(4). About a week after I was implanted with essure on (B)(6) 2015 I started noticing side effects. At first it was tingling in my right leg like it was asleep but I couldn't get relief if I tried walking or sitting. Then I started noticing hip pain on my right side as well. These were constant things at first then they started happening over time. I still experience them at least once a week. I bled for a month and a half after getting essure implanted, then my period stopped completely. Then the first period I had after in (B)(6) was very heavy and painful and I had huge clots as well. I also experience cramping occasionally when I am not on my period that feels like labor pains. I have painful intercourse and I bleed or spot after sex. Also, I get feelings sometimes while on my period like my insides are falling out of me and I get the pain to push like I am in labor.